Manufacturer narrative:
A review of the device history record (DHR) was performed for the finished good lot and the blade component lot. The review confirmed no non-conforming issues during the incoming inspection of raw materials, the manufacturing process of the mentioned device or during the in process or final inspection processes. No samples were returned by the end user / distributor. There were no retained samples available for review. If samples or photos become available at a later time, they will be reviewed, and the results will be forwarded in a follow-up report. The most probable root cause for a blade loose within the handle, turning within the handle during a procedure can be attributed to a blade or handle that is out of specification. The assembly process between both items is by insertion. If a small diameter difference is present on the blade or hole in the handle, a secure hold would not be obtained during the insertion process; it¿s probable that at some point the blade could become loose in the handle when manipulated. All blades are currently 100% visually inspected for damage to the blade tips or cutting edges and for correct position, bend requirements and security within the handle. Without receiving the actual device for review or receiving details of the method utilized to remove the device from the packaging/protective foam covering, pre-operative preparation of the device, procedure performed and or the surgeon''s technique, a definitive root cause cannot be determined at this time.

Event description:
On (B)(6) 2022, during the surgery, the doctor found the blade tip was turning, causing irregular enlargement of the surgical incision, intraoperative fluid leakage, difficulty in postoperative incision closure, and risk of increased postoperative astigmatism.